Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittnet power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: the battery compartment was found to be cracked. The pump was able to complete a 24 hour duration test with no issues observed. The alleged issue could not be duplicated. There were multiple unexplained pump reboot events observed in the black box. Corrosion was found in the battery compartment.